Event description:
It was reported that the customer had a keypad anomaly on the insulin pump in the past. Customer's health care provider also had a problem reading the pump by (B)(4). No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.